Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.

Event description:
Reported indicated a recently implanted vns pt had high lead impedance with diagnostics testing, indicating a likely lead issue. The vns was disabled. The pt has had no trauma. X-rays were reviewed by the MFR which noted the lead pin did not appear to be fully inserted into the generator header. It was later reported the generator was explanted due to an infection at the vns generator site, but the vns lead was left in the pt. Attempts for further info and product return are in progress. The infection event will be reported via a separate MDR report.